Manufacturer narrative:
This case was created from the complaint (B)(4) to document that the user has to go back to the hcp for an additional procedure because the user was unable to maintain a stable connection between the transmitter and the sensor. The sensor disconnection issue began on (B)(6) 2025 and the user could not feel the sensor. The user felt the sensor is deep in the arm. The user tried multiple times to work on the placement and even after the transmitter replacement, the issue persisted. No additional information about sensor removal was available at the time of closing this complaint to make additional analysis. Based on the case notes, it is possible that sensor might be inserted deeper than usual, causing sensor disconnections. B4. Date of this report 23 august 2025. G3. Date received by the manufacturer? 23 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2896. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user has to go back to the hcp for an additional procedure because the user is unable to maintain a stable connection between the transmitter and the sensor. After escalation to next level support, the user was advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor.